Event description:
It was reported that when the caregiver was transferring the device, she hit her tooth to the handle and it broke. During this incident the client was distracted by a colleague that was in the room caring, and talking to her. She looked at her colleague and not at the lift. After the event the caregiver went to the dentist. Emergency facing is placed. Part of the tooth is broken and bruised.